Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic post-procedure with their atrial lead dislodged. The atrial lead was re-positioned successfully and the patient was stable before and afterward.